Event description:
Surgeon successfully implanted) intraocular lens, prior to the surgery, the scrub tech indicated they were unable to see anything inside of the injector, and the packaging for this injector had not been opened before. After the surgery, the scrub tech reached into the injector with a hemostat to remove a foam tip plunger and states she then saw a shadow inside of the injector. The scrub tech reached inside the injector with the hemostats and pulled out a small spider completely intact from inside of the injector. The facility stated that it is transferred into the injector by way of another instrument or could have come down from the ceiling. The spider appeared intact and the surgeon felt the pt was not at risk for infection and to date the pt does not show any signs of infection or inflammation. The surgeon does not plan to explant the lens.